Manufacturer narrative:
This event was originally reported under mfg report # 0001831750-2021-01155 and was pending inspection. Upon completion of the investigation, it was determined this device was also experiencing the issue of sharp metal edges. The device was repaired and returned to use.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: difficulty loading/unloading the cot in the ambulance and sharp metal edges.